Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history showed several call service alarms on the reported failure date. During testing, the pump powered on and the screen remained blank. Investigation revealed a component on the printed circuit board had failed. The pump was opened and no moisture or damage was found.

Manufacturer narrative:
(B)(4). Revised information was obtained by product analysis on (B)(4) 2014: the slave processor that controls the oled had failed. The investigation code was revised for the original investigation results. Updated supplemental to add evaluation code.